Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. Received the fenestrated bipolar forceps instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The grips opened and closed properly. The instrument delivered energy on 3 out of 3 attempts. No arcing was noted. Issues related to instrument errors or to reported complications using the instrument by the user with no underlying product issue may be related to misuse of the product and/or recognition issues. In addition, the instrument was found to have a torn heat shrink at the distal clevis. There was no material missing. It is known that this failure mode can be attributed to damage during use or during reprocessing, such as excessive contact with abrasive or hard surfaces.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the protective film at the end of the fenestrated bipolar forceps instrument peeled off, and the energy was transferred to the protective film, rather than to the tip of the instrument. Arcing was observed, and it appeared to originate at the protective film; the arc ground was between the instrument jaws. The energy was transferred in the wrong direction, to the proximal joint of the instrument tips, and there was concern regarding the potential for tissue damage as a result. The customer found damage to the protective film (cut or scratch), and the instrument didn't work after a burning smell was observed. There was no additional damage to the instrument noted after the event occurred. Despite concerns regarding the potential for tissue damage, the patient's tissue was not injured as a result of this issue. No tissue was excised, no unexpected bleeding occurred, no medical interventions were required, and no postoperative complications occurred. The procedure was completed robotically, and the patient is currently recovering well. The instrument was inspected prior to use, and no damage or anything out of the ordinary was observed. At the time of the event, the surgeon was using the instrument to cauterize tissue, and only bipolar energy was activated. The instrument was connected properly. There was no response when asked which generator was used; however, the settings on the generator were: cut 3, coag 3. The instrument was in use for less than 5 minutes prior to the event, and no other instruments were in use when the event occurred. The instrument tips did not collide with any other instruments or tools during the procedure. When the event occurred, the instrument tips were in contact with unspecified tissue. The instrument tips did not touch any staples, clips, or sutures while energized, and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio-debris) prior to energy activation. The instrument did not move with unintuitive or excessive motion during the procedure. The issue was resolved with the use of a back-up intuitive instrument.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. The product has not been returned to intuitive surgical, inc. For evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.